Manufacturer narrative:
The evaluation of the submitted log files confirmed the report of pump off, low flow, and power cable disconnect alarms; however, a direct correlation between the device and the report of right heart failure, aortic insufficiency, and higher dose IV milrinone dependence could not be conclusively established. The submitted log files captured lvad off and low flow hazard alarms from 09:21:38 am through 09:21:40 am, associated with an intentional pump stop fault flag. This event occurred approximately 2 seconds after the patient¿s hematocrit setting was changed from 46 to 42, which suggests that the intentional pump stop button was accidentally pressed while using the system monitor. The pump appeared to have ramped up to the fixed speed of 6300 rpm without issue following this event. In addition, transient power cable disconnect alarms were observed on (B)(6). A specific cause for these events could not be conclusively determined through this evaluation. Despite the observed alarms, the pump appeared to have functioned as intended throughout the duration of the submitted data. The account communicated that the patient reported feeling a ¿hot flash¿ during a system monitor check. Vad interrogation revealed a pump off and low flow alarm. A system check of the monitor did not reveal any alarms. Review of the submitted log file by a technical services representative revealed power cable disconnects while on batteries. The account reported that the patient¿s battery clips were cleaned and there were no further alarms. There were no other causes for the power cable disconnects, and the patient remained stable as an inpatient. It was also communicated that the patient was status 3 due to right heart failure, aortic insufficiency, and higher dose IV milrinone dependence. The patient did not have left ventricular unloading issues, device issues, or malfunctions that contributed to the patient being status 3. The account reported that the patient was stable and would remain hospitalized until a cardiac transplant is performed. The patient remains ongoing on (B)(4) and no further related events have been reported at this time. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also explains how to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. In addition, this IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The heartmate 3 lvas IFU and patient handbook outline all system controller alarms as well as how to respond to each alarm condition. The manufacturer is closing its file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient reported feeling a "hot flash" during the system monitor check and upon vad interrogation. There was a pump off low flow alarm. A system monitor check that morning for the monitor and no alarms were seen. Review of the log file by the manufacturers technical services representative stated that there was an intentional pump stop recording on (B)(6) 2018 and it happened by accidentally hitting the pump stop button on the system monitor when changing the hct value from 46 to 42. There were also power cable disconnects while on battery that looked to be caused by the battery clips. It was recommended to clean the battery contacts. There were no other unusual events seen within the log file. Additional information received on (B)(6) 2018 and (B)(6) 2018 stated that the battery clips were cleaned and no further alarms occurred. The patient was reported to be stable and inpatient until a cardiac transplant was done. Additional information received on (B)(6) 2018 stated that the patient was status 3 "according to the new guidelines." The patient remained hospitalized awaiting a heart transplant. The patient was stable and waiting on IV milrinone.

Event description:
Additional information received on 20nov2018 stated that there were not lv unloading issues, device issues, or malfunctions that contributed to the patient being status 3. The patient was made status 3 due to right heart failure, aortic valve insufficiency, and higher dose IV milrinone dependence. The patient remained hospitalized.